Event description:
Per the clinic, the patient underwent a revision surgery under general anesthesia on (B)(6) 2024.

Event description:
Per the clinic, the patient experienced an electrode extrusion throught the tympanic membrane. A revision surgery is planned but had not taken place at the time of this report.